Manufacturer narrative:
Additional information: through follow ups with the field service specialist (fss), fss explained that he visited customer site for one (1) month installation check and while on customer reported that error 2012 occurred in latest surgery which is only happened once and there was no other issue. The system regained by rebooting at that time. Fss reiterated that there was no patient injury reported. Per fss, it was decided to provide the customer with a replacement unit, so customer's system is to be replaced with another system with serial number (B)(4) this month. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the reported error issue was not confirmed. The surgery center was supplied with a loaner system. The loaner system met all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system.